Event description:
The customer reported that the system would not transfer images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, a cable and a monitor were replaced. The system operates as intended.